Manufacturer narrative:
Product was not returned yet to manufacturer. No examination was yet performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us: jammed & disassembled. From information reported, "the implant was inserted in the c6-c7 disc space and when the surgeon used the forceps to remove cartridge, it didn¿t release. After several attempts the disc dislodged into the patient." Surgery was completed successfully with another device, same size. No impact on patient. No delay of the surgery was reported. Additional information was requested. Investigation in progress.

Event description:
Mobi-c p&f us : jammed & disassembled. Update received on july 12th 2018 : the screw thats hold the peek jaw was already removed when the issue happened.

Manufacturer narrative:
Product was not returned to manufacturer . No examination was performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, the likely cause for the event is a lack of applying the correct surgical technique during peek cartridge removal. As described , the surgeon encountered resistance while removing the cartridge. In addition , the screw that hold the cartridge was already removed. As mentioned in the st "if the peek cartridge is difficult to extract, rotate one side of the cartridge 90° caudal, then remove with forceps. Repeat on the remaining side."( step 14). The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed during peek cartridge removal).